Manufacturer narrative:
Evaluation method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed an itchy irritation under the back therapy electrode pads. The patient's doctor instructed the patient to use hydrocortisone cream and benadryl for the irritation. After using the hydrocortisone cream and the benadryl, the patient reported that the irritation had improved.